Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. It was reported that prior to patient use, the nurse indicated the pump "does not audibly beep, screen flashes alarm." There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition, while on the high and low volume settings. This was due to the piezo alarm assembly.